Event description:
It was reported that a physician identified the patient¿s lead as having low sensing and increased threshold characteristics. The physician attempted to reposition the lead but tissue became lodged in the helix preventing same. The lead was extracted and replaced with no issues. The patient was stable before, during, and after the procedure.